Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged properly without the customer maneuvering the cable into the charging port. Customer suspected dust and dirt in usb port may have caused charging issue; however, this could not be confirmed. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.